Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("left essure device extending outward into the fallopian tube"), uterine perforation ("perforation (uterus) / right essure unfolded and extending in the myometrium extending into the endometrium / penetrating through right uterine wall"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pelvic pain / pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iodine allergy. In 2009, the patient experienced migraine ("migraine headaches"). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), alopecia ("hair loss,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy), surgery (supracervical hysterectomy and bilateral salpingectomy), surgery (supracervical hysterectomy and bilateral salpingectomy), surgery (underwent endometrial ablation) and surgery (underwent a partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, uterine perforation, pelvic pain, back pain, alopecia, migraine, vaginal haemorrhage, menorrhagia and headache outcome was unknown and the genital haemorrhage, abdominal pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Diagnostic results: ultrasound: essure was in the correct location most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Plaintiff demographics added. Essure indication was updated and explant date added. New event device breakage, left essure device extending outward into the fallopian tube, perforation (uterus)/right essure unfolded and extending in the myometrium extending into the endometrium/ penetrating through right uterine wall, headaches, abnormal bleeding and abnormal bleeding (vaginal, menorrhagia) were added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse"), back pain ("lower back pain"), alopecia ("hair loss,") and migraine ("migraine headaches"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.